Event description:
The user facility reported that during an unspecified procedure the irrigation channel of the scope perforated the pt's mucosal wall. Olympus contacted the user facility via telephone and in writing to obtain more detailed info regarding the report, but with no result.

Manufacturer narrative:
The device reference in this report was returned to olympus for eval. The eval found the distal end cover with minor dents, but no sharp edges. The bending section cover glue was discolored. The insertion tube was slightly buckled, but the surface was not sharp. There was no protruding wires or frayed wires noted on the insertion tube. The auxiliary water flow was tested and found to be within specification. The exact cause for the reported event could not be conclusively determined.